Manufacturer narrative:
Manufacture site and manufacture date cannot be determined without a lot number. Cannot be determined without a catalog number. Investigation could not be concluded, no conclusion could be drawn. No product was returned for investigation and no catalog number or lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
A lag screw, implanted with a dhs plate, cut through the femoral head. Patient was returned to the or for removal of hardware and revision to a tfn.